Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) to report the one touch ultralink meter had results missing from the memory. The sr. Medical surveillance specialist obtained additional information and clarified data from customer service, and was able to classify the complaint based on this information. On the morning of (B) (6) 2010, the pt experienced the symptom of being unconscious. The pt's husband tested her blood glucose level to be 28 mg/dl. The pt's husband contacted emergency services. Paramedics arrived and the pt was treated with oral glucose. At 9:50 am, the pt obtained the blood glucose reading of 407 mg/dl on the reported meter, after which she took six units of insulin. Before lunch, the pt obtained a reading of 336 mg/dl. At that time, the pt experienced the symptoms of shaking and nervousness. The pt took no actions and did not receive any medical attention or treatment. The pt contacted her diabetes educator for assistance/advice. During this telephone conversation, the pt determined there were results missing from the meter's memory. The meter, test strips and control solution were replaced. Results missing form the meter's memory would not have precluded the pt from obtaining actionable blood glucose results. The pt allegedly experienced symptoms suggesting severe hypoglycemia after taking an insulin dose based on an elevated meter reading. Therefore, this complaint is being reported.